Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2018 where in the lead was repositioned and resutured which resolved the issue. Effective therapy was restored postoperatively.